Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple admissions for gastrointestinal bleeding which required multiple blood transfusions and procedures.

Manufacturer narrative:
Section b5: other hospitalizations for gi bleeding are reported in MFR #'s 2916596-2022-13933, 2916596-2022-13936, 2916596-2022-13942 & 2916596-2022-13944. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for gastrointestinal bleeding(gib) on (B)(6) 2022. An esophagogastroduodenoscopy(egd) and a colonoscopy were performed. The colonoscopy came back negative. The patient also had 3 units of packed red blood cells(prbc) transfused. The patient was discharged on (B)(6) 2022.